Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a mid urethral sling + cystoscopy procedure performed on (B)(6) 2018 for the treatment of stress urinary incontinence. After the sling implant, the patient underwent revision surgery and cystoscopy on (B)(6) 2018 due to urinary retention and bladder discomfort. During the procedure, mesh was dissected. The submucosal tissue was loosened and it was felt that the sling was within this tissue. The tissue itself was felt to relax. On (B)(6) 2020, the patient had another surgery to dissect a portion of the mesh for treatment of urinary retention. On (B)(6) 2020, the patient underwent a robotic - assisted laparoscopic with cystoscopy procedure for mesh removal for the treatment of chronic vaginal and pelvic pain. An 8cm portion of the mesh was removed on the left side and 10cm on the right. There was no evidence of erosion from the bladder or to the urethra. Another surgery took place on (B)(6) 2021 for pubovaginal vaginal sling placement using autologous rectus fascia with cystoscopy and placement of suprapubic cystotomy tube for treatment of recurrent stress urinary incontinence due to intrinsic sphincter deficiency following mesh removal. Cystoscopy performed after sling placement showed a scattered clots believed to be from suprapubic catheter passage. Lastly, on (B)(6) 2021, transvaginal sling lysis and anterior repair with cystoscopy was performed for treatment of urethral obstruction due to the autologous sling, and stage 2 cystocele, anterior midline defect. During the surgery, it was noted that there was one small perforation into the urethral mucosa where the sling was partially eroding. This was repaired with a 4-0 pds. The physician noted small fragments of mesh residual versus prior suture. The fragments were removed sent for specimen. The surgical pathology report confirmed that the specimens sent were consistent with mesh. The cystocele was dissected to the apex on the right and left sides. A total of 3 interrupted mattress sutures were placed effectively reducing the central defect cystocele. Cystourethroscopy was performed and there was no evidence of any bleeding, foreign body, tumor or stone.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018 was chosen as a best estimate based on the date of the first revision surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Mesh revision surgeon is: (B)(6). Patient codes capturing the reportable events of: (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.